Manufacturer narrative:
A cardioquip engineer submitted photos of tubing to epidemiology for investigation during an engineering investigation. Due to the discoloration of the tubing, it was recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. This would return the device to specification and full functionality. This was relayed to the customer via email on (B)(6) 2024. As of the date of this report the customer has not responded to these options.

Event description:
A cardioquip (cq) engineer notified cq service via a device investigation that the internal tubing and tank of this device was identified as potentially contaminated during an engineering investigation. Per the engineering investigation the device is recommended to receive hpc testing to gain a quantitative analysis of water quality. Cq recieved hpc test results which were outside of cq specifications for water quality on (B)(6) 2024, indicating device contamination.